Event description:
In 2008, a clinical incident involving a super turbovac arthrowand was reported to arthrocare corporation. During a shoulder arthroscopy procedure, it was reported the electrode had detached from the tip of the wand and may remain in the pt's shoulder. There was no reported pt injury.

Manufacturer narrative:
Arthrocare contacted the hospital for pt info. The hospital was unable to confirm the pt info for this event. The date of event is an approximation provided by distributor. No additional info available for the date of event from the hospital. The device was returned for investigation. The investigation is currently in progress. A follow up report will be provided once the investigation has been completed.